Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in clinic with faster heart rate after receiving a patient notification for back up vvi. Device was successfully reset and reprogrammed. The patient¿s condition was stable before and after the event.